Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The pump was received with cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.

Event description:
It was reported that the insulin pump had broken battery compartment. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unit received with cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.